Event description:
Senseonics was made aware of an incident where user reported being involved in a motorcycle accident on (B)(6) 2025 at 9:00 pm, stating they slid off the motorcycle and landed in a ditch. At the time of the call, the user reported feeling better and was being discharged from the hospital. The event was not related to the system or diabetes. The user received pain management as treatment and was prescribed soliqua, glipizide, metformin, pantoprazole, atorvastatin, losartan potassium, ropinirole, breo ellipta inhaler, and carbatrol. The user's hcp is not aware of the event, and the user was advised to follow up with their hcp for further medical guidance. Per dms review, the user has not been using the system since 31-aug-2025 at 9:00 pm.

Manufacturer narrative:
The user reported being involved in a motorcycle accident on (B)(6) 2025 at 9:00 pm after sliding off and landing in a ditch. The user was hospitalized, received pain management treatment, and is being discharged today. At the time of the call, the user stated they were feeling better and confirmed the event was not related to the system or to diabetes. The user was prescribed soliqua, glipizide, metformin, pantoprazole, atorvastatin, losartan potassium, ropinirole, breo ellipta inhaler, and carbatrol. The user's hcp is not aware of the event, and they were advised to follow up with their hcp for further medical guidance. Per dms review, the user has not used the system since 31-aug-2025 at 9:00 pm.

Manufacturer narrative:
H6. Medical device problem code updated to 4756.